Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who did not unclamp the patient line before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected themselves and initiated therapy prior to properly priming the patient line. The patient reports having never unclamped the patient line during prime. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.